Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating a communication error within the device. There was no patient involvement. Manufacturer ref. #:(B)(4).

Event description:
Manufacturer ref. #:(B)(4).

Manufacturer narrative:
Our investigations of the returned ventilator have been completed. The reported technical error code which indicates communication error was reproduced at startup as was reported. On disassembling the ventilator, it was however observed that there was damage/coating on printed circuit boards which indicated liquid ingress/spill into the ventilator. Repair has been performed and several printed circuit boards have been replaced. Further investigations of individual printed circuit boards has not been done. Liquid on printed circuit boards may lead to corrosion and may result into short-circuiting and stop of ventilation. The cause of the event was the liquid spill/ingress into the ventilator. The source, type liquid or how spill/ingress occurred has not been determined. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).